Event description:
Dealer stated that the footplate on a prodx4f80 manual wheelchair snapped off.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.